Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with a broken needle. It was stated ¿the consumer has had issues with his enbrel injections. He states when he injected, he pushed down on plunger, but towards the end of the injection the needle part stayed in the leg and the plunger part pushed back against the patient as he pushed the plunger until it popped out of the needle.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: a photo was received for evaluation however visualization of the photo does not allow for confirmation of the reported failure mode. Based on the description provided, it appears like the needle developed an obstructed inner diameter while being used. Per the device history review, there were no issues or defects with clogged needles during assembly. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Assembly batch 6090856 had 50 visual inspections performed on 2,650 parts with zero defects noted. The ID inspection system was challenged 24 times using 600 parts with zero failures recorded. No quality notifications were written for this batch, nor for the associated assembly batch. Investigation conclusion: based on the description provided, it appears like the needle developed an obstructed inner diameter while being used. Per the device history review, there were no issues or defects with clogged needles during assembly.